Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to this. There was no adverse impact to customer's blood glucose level. Technical support arranged for pump replacement, confirming shipping details, and instructed caller on storage mode and return procedures. Customer will use multiple daily injections as backup therapy and must program and connect their cgm to replacement pump.